Manufacturer narrative:
It was reported that the seat guides on the transport chair were not functioning as intended ("the seat guides popped off, he was able to reassemble them, but then they popped off again when his dad sat on it and now they cannot get them back on"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated "the seat guides popped off, he was able to reassemble them, but then they popped off again when his dad sat on it and now they cannot get them back on".